Manufacturer narrative:
The manufacturer previously reported that information was received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by a philips service representative and a review of the device error log found an occurrence of a ventilator service error code. The philips service representative replaced the system board and the flow sensor to address the reported issue. The device successfully passed all additional performance verification testing.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that information was received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up/addendum report will be filed.